Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this is due to usage wear over time. (B)(4).

Event description:
It was reported that during a tympano mastoid surgery, it was observed that the motor deivce was "overheating". There were no delays in surgery as an identical spare device was available. The surgery was completed successfully with the spare device. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.